Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4) . Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event is not known. Section h.3: the product was received in the product analysis lab on 02-aug-2024. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of manufacturing documentation associated with this lot (31294722) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that when the staff pulled the 80cm cerebase da guide sheath (gs9080sd / 31294722) out of the packaging, the proximal hub was damaged. The product was not used for the procedure; the operator ended up using a ballast 088 long sheath (balt) as a long guide. There was no patient involvement; the reported issue occurred pre-procedure. On 05-aug-2024, additional information was received. Per the information the event date is unknown. The reported damage was a hub crack. Based on the additional information received on 05-aug-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 80cm cerebase da guide sheath was received contained in the decontamination pouch. Visual inspection was performed. The device was observed to be fractured just next to the ID band. No other damages were observed. The fracture was inspected under a microscope and it was observed that the internal braid wire was exposed. Elongation marks were noted on both edges. The other joints in the distal region of the catheter were intact, without obvious separations. The fracture surfaces of the vestamid shaft show stretching and tearing of the shaft material at the edges of the fracture, indicating material elongation and tearing. The inner diameter (ID) and outer diameter (od) were confirmed to be within specifications. The issue regarding the proximal hub being damaged was confirmed based on the fractured condition found on the catheter. The catheter was received with a fracture of the vestamid. This is a known failure mode of the catheter and can occur on a properly fused catheter. The observed condition could be the result of several factors, including but not limited to procedural factors present in the operating room such as operator¿s technique. According to the risk documentation, a catheter being damaged is a potential issue that can occur due to an inappropriate handling catheter during the device removal from the package. The instructions for use (IFU) include precaution to inspect the guide sheath upon removal from packaging to verify that it is undamaged. A conclusive cause cannot be determined since the device was returned without the original package. A review of manufacturing documentation associated with this lot (31294722) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. All devices are manufactured, inspected, and released to approved specifications as part of the cerenovus quality process. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: ¿ carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. ¿ exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.